Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the venous retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel in a forearm. After a guide wire crossed the lesion, a 6.0-4/4t/40 symmetry¿ 40 balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was removed and the procedure was completed with a 6mmx4cm pathblazer¿ balloon catheter. No patient complications or injuries were reported and the recovery of vessel flow was confirmed.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was visible within the balloon which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole in the balloon material approximately 3mm proximal to the proximal edge of the proximal markerband. No issues were noted with the balloon material that could have contributed to the complaint incident. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. A visual and tactile examination of the shaft identified no damage that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the venous retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel in a forearm. After a guide wire crossed the lesion, a 6.0-4/4t/40 symmetry¿ 40 balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was removed and the procedure was completed with a 6mmx4cm pathblazer¿ balloon catheter. No patient complications or injuries were reported and the recovery of vessel flow was confirmed.